Event description:
It was reported by the customer that a bd pyxis anesthesia es systems frequently been on disconnect mode preventing nurses to pull medications. Customer added that there was a delay and the users had to reboot the device more than once in less than 10 minutes of time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jul-2022 to 05- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed disconnected mode and required full synchronization. The technical support specialist performed a full data synchronization to resolve the issue. The system functioned as intended. After the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed disconnected mode and required full synchronization. A technical support specialist performed a full data synchronization to reslove. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system frequently been on disconnect mode preventing nurses to pull medications. Customer added that there was a delay and the users had to reboot the device more than once in less than 10 minutes of time. There were no adverse events or injuries reported based on this event.